Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 29 mg/dl while wearing the pod between 36 and 48 hours. At the hospital, an x-ray was taken, the patient was in a diabetic coma and treated with d50 (glucose). The pod was removed and discarded at the hospital. The patient was released a few days later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.